Event description:
Affiliate reports that the olive detached from the vien stripper and remained in the patient's leg and eventually removed. It was also reported that there was no clinical consequence.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. However, the affiliated will be returning other products from the same lot for evaluation. Since a lot number has been provided a review of the device history records will be performed. We anticipate that the review will reveal that the device conformed to all testing/manufacturing specifications prior to being released to stock. If anything otherwise is noted, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.